Manufacturer narrative:
The container handle is created by perforated openings in the corrugated cardboard material. The container has side panel cutouts for grasping and picking up the product. These cutouts provide a safer configuration for moving and lifting by evenly distributing the weight of the container for the operator. The customer did confirm that the person lifting the container had put her hands into the inserts on either side of the container when the side perforation ripped. Root cause is unk. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported the handle of the lh700 series diluent broke when the container was lifted. When the handle broke, the forearm of the person lifting the diluent container struck a countertop. The force of the person's arm impacting the countertop resulted in a bruise. First aid was administered when ice was placed on the bruise. Medical attention was not sought. No reports of death or serious injury as a result of this event.